Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the revision surgery, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. As the reason for the revision surgery was not provided, the reason for the event could not be confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter (aus) consisting of a cuff, pump, and balloon was implanted due to unspecified reasons. The patient had a good result with the aus.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter (aus) consisting of a cuff, pump, and balloon was implanted due to unspecified reasons. The patient had a good result with the aus.